Event description:
It was reported by the customer that three different central venous catheter kits were used via subclavian approach and the spring wire guides (swg) became "stuck". The physician needed to use extra pressure to remove the swg's. It was noted that one of the wires began to fray. As a result, a fourth kit was used via internal jugular approach, and the swg was removed with less force. A total of four kits were used making this event a very long and difficult procedure. The kits were from the same lot number. There were no reported patient complications. On 7/17/08 additional information was received stating that the wire became "stuck" half way out of the patient on removal.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one spring wire guide (swg) was returned for evaluation. Returned swg was bent approximately 36cm from the proximal (straight) end; proximal weld was intact. Core wire was separated adjacent to the distal weld. Coils were separated in two locations, at approximately 35.5 cm & 40.5 cm from the proximal end. Distal weld remains attached to the coils. No pieces of swg appear to be missing. Instructions for use warming 3, advises against the use of excessive force when removing the swg. Suggested procedure, step 7 through 13, describe techniques to minimize the likelihood of swg damage during use. The investigation found no evidence to suggest a manufacturing related cause. Device history record for the swg was reviewed with no findings relevant to this complaint. The reported complaint of swg removal difficulty was confirmed as swg separation through visual inspection of the returned sample. The potential cause could not be determined based upon the sample and information provided. A CAPA has been initiated to address this issue.